Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited an inappropriate atrial fibrillation entry episode due to significant noise on the signal. No intervention was performed. There were no patient consequences, and the patient will continue to be monitored.